Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges onto the pump. Reportedly, the cartridges were filled with 300 units of insulin. The customers' blood glucose level was 156 mg/dl.